Manufacturer narrative:
Manufacturer's analysis noted that the device had contaminated battery contacts and a bent ring attachment. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.